Event description:
It was reported the patient is not receiving effective stimulation therapy from her scs system. Reprogramming did not resolve the issue. The patient's physician plans to replace the patient's percutaneous scs lead with a surgical paddle lead. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.